Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5554 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead triggered an alert for high impedance. The lead impedance had been increasing gradually. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead triggered an alert for high impedance. The lead impedance had been increasing gradually. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and high resistance/impedance was observed. One patient alert for out of tolerance subthreshold lead impedance occurred (B)(4) 2012. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bipolar impedance from 703 to 1425 ohm peak between (B)(4) 2012.